Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 320 mg/dl. Customer's current blood glucose reading is 164 mg/dl. Troubleshooting was done on the insulin pump, and the pump did not alarm during functional testing. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.